Manufacturer narrative:
This report is submitted on 17 july 2020.

Manufacturer narrative:
It was reported that prior to explanting the device, the patient experienced infection at implant site. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 27 may 2020.

Event description:
Per the clinic, the patient experienced extrusion of the device resulting in explant on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.